Manufacturer narrative:
Thus-far, attempts by adc to retrieve the product have been unsuccessful. No product has been returned as of this report. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported unspecified lower values using the adc freestyle libre 2 sensor compared to an adc meter. The caregiver stated the customer received third-party medical treatment from someone other than themselves; however, no further information was provided as the caregiver refused to continue the troubleshooting process. No further information was provided. There was no report of death or permanent injury.